Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed and did not work for vascular closure. The patient had an unspecified temporary injury.

Event description:
According to the reporter, on a laparoscopic appendectomy, the device was applied to the appendix and mesoappendix, the jaws were closed and held for 25 seconds by the clock before firing the device. The staple line was intact with correctly formed staples and the surgeon had no difficulty applying, firing, or removing the stapler from the abdominal cavity. Four hours post-operatively, the patient was not able to get up to void with a pulse of 81. The next morning, when the patient was helped up from bed, the patient's eyes rolled back in the head and appeared to have a seizure. The patient was taken to an ambulance to the nearest facility. A CT (computed tomography) scan showed a large amount of fluid in the abdomen. The patient's hematocrit was 23, down from 41 preop. The patient underwent a diagnostic laparoscopy on that day with the finding of at least a liter of blood in the abdomen coming from the appendiceal artery. To resolve the issue, the appendiceal artery was cauterized. The patient received two units of prbc (packed red blood c ell), kept in ICU for 2 days, and was then discharged home.

Manufacturer narrative:
Additional information: b2(hospitalization and intervention req). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b5, e1 (prefix, first name, middle name, last name, phone number), e3, g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g2, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, the device was applied to the appendix and mesoappendix, the jaws were closed and held for 25 seconds by the clock before firing the device. The staple line was intact with correctly formed staples and the surgeon had no difficulty applying, firing, or removing the stapler from the abdominal cavity. 4 hours post-operatively, the patient was not able to get up to void with a pulse of 81. The next morning, when the patient was helped up from bed, the patient's eyes rolled back in the head and appeared to have a seizure. The patient was taken to an ambulance to the nearest facility. A CT (computed tomography) scan showed a large amount of fluid in the abdomen. The patient's hematocrit was 23, down from 41 preop. The patient underwent a diagnostic laparoscopy on that day with the finding of at least a liter of blood in the abdomen coming from the appendiceal artery. To resolve the issue, the appendiceal artery was cauterized. The patient received 2 units of prbc (packed red blood cell), kept in ICU for 2 days, and was then discharged home. It was stated that there were serious psychological ramifications due to the issue.